Manufacturer narrative:
(B)(6).

Event description:
It was reported that chest pain and acute in-stent thrombosis occurred. In (B)(6) 2021, the patient experienced unstable angina and percutaneous coronary intervention (pci) was performed. Stents were implanted in the left anterior descending artery (lad) and left circumflex artery (lcx). After the procedure, the patient received aspirin, ticagrelor, tirofiban for anti-platelet aggregation, and enoxapalin anticoagulant treatment. Three days later, the patient experienced chest pain. An ECG (electrocardiogram) was performed and showed junctional escape rhythm and st-segment elevation of lead v1-v4. Acute in-stent thrombosis was considered, and reexamination of coronary angiography showed occlusion in the proximal portion of original 24 x 2.25 promus premier drug-eluting lad stent and in the opening of the first diagonal branch of the proximal lad. After balloon dilation, anti-thrombotic treatment was performed and the symptoms gradually relieved after treatment. The patient was discharged nine days later.

Event description:
It was reported that chest pain and acute in-stent thrombosis occurred. In (B)(6) 2021, the patient experienced unstable angina and percutaneous coronary intervention (pci) was performed. Stents were implanted in the left anterior descending artery (lad) and left circumflex artery (lcx). After the procedure, the patient received aspirin, ticagrelor, tirofiban for anti-platelet aggregation, and enoxapalin anticoagulant treatment. Three days later, the patient experienced chest pain. An ECG (electrocardiogram) was performed and showed junctional escape rhythm and st-segment elevation of lead v1-v4. Acute in-stent thrombosis was considered, and reexamination of coronary angiography showed occlusion in the proximal portion of original 24 x 2.25 promus premier drug-eluting lad stent and in the opening of the first diagonal branch of the proximal lad. After balloon dilation, anti-thrombotic treatment was performed and the symptoms gradually relieved after treatment. The patient was discharged nine days later. It was further reported that the 80-90% stenosed target lesion was located in a mildly tortuous and mildly calcified lad. The vessel was pre-dilated with a non-boston scientific device. The stent was fully deployed without issue. A 2.5x38mm and 2.75x38mm promus premier stents were deployed in the proximal and distal lad. Additionally, a 2.25x28mm promus element plus was deployed in the first diagonal branch and a 2.25x24mm promus element plus was deployed in the distal of left circumflex artery (lcx). Post percutaneous transluminal coronary angioplasty (ptca) intervention, the acute in-stent thrombosis event was considered resolved and the patient was doing fine.

Manufacturer narrative:
E1 - initial reporter addess 1: no. (B)(6). B5 - describe event or problem: updated d tab: updated to unk-p-promus_premier as per additional information e - initial reporter: updated physician's details